Event description:
During the evaluation of a returned spectrum infusion pump, 1 occurence of "door jammed " alarm was identified in the event history log. Any patient injury or medical intervention is unk since this item was found during evaluation of the device. No add'l info is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "door jammed" alarm was confirmed through the event history log review. The cause was undetermined. If any add'l info is received, a follow-up will be sent. The spectrum upper auxiliary sub-assembly and lower auxiliary flex assembly were replaced.